Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of a seal and cut short circuit error was confirmed upon inspection and testing of the device. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked, and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected. It was observed that the teflon pad has partial separation and is peeled back exposing metal on the jaw. Additionally, the exposed metal on the jaw causes a short circuit error when the jaw is fully closed due to the metal-to-metal contact and when activating the seal or seal and cut button. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for malfunctioning during an unknown procedure. The machine made a buzzing noise and kept showing a seal and cut short circuit error. There was no metal grasped and activation was confirmed; the error message was still received. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the teflon pad has partial separation and is peeled back exposing metal on the jaw. This medwatch is being submitted for the reportable issue of the teflon pad peeled back with metal exposed as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The worn of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ olympus will continue to monitor the performance of this device.

Event description:
Addendum jun 8 and 9, 2022: procedure is a therapeutic laparoscopic assisted vaginal hysterectomy with right oophorectomy. The event occurred, in the middle of the procedure. The procedure was completed with a new similar device. There was only a slight delay, while the new device was set up. The functional mode was seal and cut 2, seal 3.

Manufacturer narrative:
Additional information has been received, from the customer. Correction being made as the UDI was not included in the initial MDR. This supplemental report is being submitted to provide this information. Patient initials are (B)(6).